Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and ¿overpressure alarm¿ was observed in event log history. There was no 12-month service history during the review. Visual inspection had been performed, downstream occlusion (dso) seal found to be cracked. Customer allegation could be confirmed. The cause of the reported issue was determined to be a defective dso seal. Upon successful completion of the dso repair followed by functional and accuracy testing, the device will be returned to the customer.

Event description:
It was reported that downstream occlusion (dso) seal found to be damaged. There was no patient involvement. However, this failure mode may lead to fluid ingress into the pump which will interrupt therapy if it recurs during infusion.